Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was not placed into surgery mode. Stimulation therapy was reportedly restored postoperatively.